Manufacturer narrative:
The coil has been evaluated. The pusher assembly was found kinked at several locations which prevented the release wire from pulling back to release the implant.

Event description:
Coiling treatment of an a-com aneurysm. It was reported the coil could not be detached. Upon removal, the coil pulled out a previously implanted coil into the parent artery. A stent was deployed to push the coil against the vessel wall; however, the patient's neurophysical responses went down in both legs. It was reported the patient's right leg has no movement and the patient had a stroke which paralyzed her left leg.